Manufacturer narrative:
D4 - UDI no. - not required for this product code. The actual device was not returned to the manufacturer for evaluation. Since the actual device was not returned, our investigation is limited. A review of the device history record and the product release decision control sheet of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. With no return of the actual device, no probable root cause could be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : device not returned

Event description:
The user facility reported that the tr band deflated. Follow up communication with the user facility confirmed the following information: after intervention the tr band was placed at the patient's arm as usual; it was reported that the tr band loses the injected air; it was reported that there was no real harm for patient, as the hospital is doing close monitoring; blood loss per patient was reported to be a maximum of 5 to 10ml; it was reported that the procedure was completed successfully; it was reported minor harm to patient. This event has reported to have happened 10 times. See mdrs for other nine occurrences 9681834-2016-00262, 9681834-2016-00263, 9681834-2016-00264, 9681834-2016-00265, 9681834-2016-00266, 9681834-2016-00268, 9681834-2016-00269, 9681834-2016-00270, 9681834-2016-00271.